Event description:
Revision surgery was performed due to femoral bone fracture. The fracture was caused by the patient fall, so the surgeon decided it is not the product failure. The products cannot be returned. No more information is available.

Manufacturer narrative:
Results of investigation: a revision surgery due to a femoral bone fracture was reported. According to the reported information, the fracture was caused by the patient fall. The products are not available for investigation. No batch number was communicated. No further information is available. Based on the available information, no thorough investigation can be performed. The root cause of the reported issue remains undetermined. No further actions have been initiated.